Event description:
The patient received the scs system on (B)(6) 2011. It was reported that the implanted ipg showed invalid impedance values during implantation procedure. The lead demonstrated valid impedance values when tested intra-operatively with sjm representative programming device. The physician elected to replace the ipg with a new ipg. Upon post-operative programming of the new ipg, the leads and the ipg demonstrated valid impedance values. The patient reported good coverage and comfortable stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.